Event description:
It was reported that blood was discovered in the minisonde ultrasonic probe after a diagnostic bronchoscopy examination. The attending physician confirmed the examination was completed without complications. Subsequent cleaning attempts were unsuccessful in removing the blood. The procedure was completed as intended using the same device without any delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of blood was discovered in the minisonde after the examination was confirmed due to perforation on the distal end sheath; blood entered inside the device. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which means the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further investigation revealed additional findings. Device evaluation identified a heavily deformed and perforated insertion tube at the distal tip¿a reportable malfunction. Blood infiltration was observed within the distal end sheath, accompanied by confirmed ultrasound medium leakage. Analysis confirmed that the sheath perforation permitted blood entry into the device, accounting for the user-reported "red liquid-like mark" at the probe tip. Investigation findings indicate the probable cause of sheath deformation and perforation was mechanical stress from repeated use. Olympus will submit a supplemental report if additional relevant information becomes available and will continue monitoring field performance for this device.

Event description:
No additional information received from the customer.